Event description:
Reportedly, the instrument did not place properly formed staples on the tissue and the surgeon decided to convert the procedure to open surgery to complete the anastomosis, maintain hemostasis and complete the case without further incident. Procedure: hand assisted lap colon resection.